Manufacturer narrative:
The insulin had unresponsive buttons due to flattened act and down buttons dome switch. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the down button on the insulin pump stopped working. She replaced battery to try resolve the issue and it didn't. Customer's blood glucose was 162 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.